Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The suspected device for the reported flow/irrigation issue was the catheter. The issue was not noted before the device was used on the patient. A pressurized bag of heparinized saline was used to pressurize the irrigation, which was found to be ineffective after entering the patient. After withdrawal from the body, the retrieval was not smooth. The device evaluation was completed on 24-oct-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A dimensional test was performed and the device measurements were found within specifications. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The root cause of this issue is traced to manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. The unspecified issue reported could not be replicated during the analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. Explanation of codes: -investigation findings: operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿occlusion/ no irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was found folded at the tip area¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿occlusion/ no irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿the retrieval was not smooth¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and observed an occlusion/no irrigation issue (device used on patient). Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 26-aug-2025. The suspected device for the reported flow/irrigation issue was the catheter. The issue was not noted before the device was used on the patient. A pressurized bag of heparinized saline was used to pressurize the irrigation, which was found to be ineffective after entering the patient. After withdrawal from the body, the retrieval was not smooth. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The issue reported of ¿after withdrawal from the body, the retrieval was not smooth¿ was assessed as non MDR reportable. There was no patient consequence or intervention resulting from this issue. With the information available, no patient risk could be identified for this issue. The occlusion / irrigation issue was originally considered non-reportable, however, bwi became aware on 26-aug-2025 that this issue was not noted before the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is 26-aug-2025.